Event description:
A customer reported that aq patient complained of feeling unwell approximately one hour to one and one half hours into treatment. The patient was flush and complained of chest pain. At that time the staff observed a kink in the dialyzer line of the cartridge set and terminated treatment. The kink did not appear to totally occlude the blood pathway. The machine did not alarm. The patient's condition worsened and lab work was drawn. The patient was transferred to the hospital and admitted. Lab results confirmed hemodialysis. The blood tubing set used in the treatment was discarded.